Event description:
It was reported that an air embolism and death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. While introducing the wds for deployment, air embolus was seen into the left side of the heart in the mediastinum. Prior to deployment of the closure device, the blood pressure of the patient dropped. The patient was given intravenous (IV) fluids in response. The closure device was deployed, and release criteria was performed. During size and seal release criteria analysis, air artifacts were noticed via intracardiac echocardiography (ice). The closure device was successfully released in the laa. The patient remained stable while they were transferred to the post anesthesia care unit (pacu). The patient was placed in the trendelenburg position and their vitals monitored during transport to the pacu. The patient was placed on a monitor while in the pacu, and it was noticed that the patient was in ventricular fibrillation. The patient was defibrillated, and chest compressions were performed to treat the ventricular fibrillation. The patient remained hospitalized as of (B)(6) 2023 in the critical care unit following this event and hypothermia protocol was followed. The patient died on (B)(6) 2023.